Manufacturer narrative:
Updated: device evaluated by MFR.?, method codes, result codes and conclusion code. Device evaluated by manufacturer: the device was returned for evaluation. Microscopic inspection of the tip did not reveal any irregularities or damage. Microscopic and tactile inspection revealed numerous kinks in the shaft. Microscopic inspection revealed a partial separation in the distal shaft/collar area. Microscopic inspection found no irregularities in the (ptfe). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07703. It was reported that a catheter entanglement occurred. An icross imaging catheter was selected to visualize the coronary artery. During percutaneous coronary intervention (pci) procedure, it was noticed that the icross imaging catheter and the non bsc guidewire were intertwined within the guidezilla guide extension catheter. The physician opted to remove the three devices together from the patient as one unit. The procedure was successfully completed using another guidewire and icross imaging catheter without using a guidezilla guide extension catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2015-07703. It was reported that a catheter entanglement occurred. An icross imaging catheter was selected to visualize the coronary artery. During percutaneous coronary intervention (pci) procedure, it was noticed that the icross imaging catheter and the non bsc guidewire were intertwined within the guidezilla guide extension catheter. The physician opted to remove the three devices together from the patient as one unit. The procedure was successfully completed using another guidewire and icross imaging catheter without using a guidezilla guide extension catheter. No patient complications were reported and the patient's status is fine.